Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer's blood glucose level. The customer was unable to reset the pump at the time due to the lack of charging supplies and planned to call back for further assistance with the pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.